Event description:
It was reported that the implantable cardioverter defibrillator (ICD) implant site had wound dehiscence as the pocket split in several places. Other symptoms associated with the dehiscence include pain and serosanguineous drainage. The ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.